Event description:
It was initially reported to boston scientific corporation that a advanix rx stent device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the plastic stent was unable to be completely deployed. The stent and delivery system were removed from the patient and only after excessive force pulling on the blue deployment wire did the stent actually deploy outside the patient. No other device damage or anomaly was noted, and no issues were noted to the suture. Reportedly the patient anatomy was not torturous. The procedure was completed with another advanix rx stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; stent barb torn.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old a visual examination of the returned device found the stent separated from the delivery system. The proximal barb of the stent was found slightly torn likely due to use. The suture was found intact at distal end of push catheter and appeared free of damage. The guide catheter at distal end was not completely retracted into the push catheter. Approximately 1.3cm of guide catheter was found sticking out of the push catheter. The pullwire was not found fully retracted. Upon attempting to retract the pullwire, considerable resistance was observed. Upon application of further force, the pullwire was able to be retracted completely. The push catheter working length was cut to observe the guide catheter assembly. Upon this evaluation, a transparent residue was observed on the guide catheter and could not be determined if it was generated from manufacturing or customer handling/prep/use. The guide catheter also had an obvious kink close to distal end which indicated that the suture may have embedded / hung up on the guide catheter during use. Further functional evaluation could not be performed as the overall device integrity was not intact. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.